Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during follow-up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made. Patient's condition was good after re-programming.